Event description:
It was reported approximately 2 days after the implantation, that the lead dislodged. The lead will be sent back for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 7cm distal to the is-1 connector pin into two fragments. All fragments were returned for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The performance of the lead fragments was scrutinized, including a visual inspection. With regard to the issues mentioned in the complaint description, the analysis of the lead fragments did not show any deviations from the technical specifications. The insulation was, apart from the present fragmentation, free of breaches. Due to the fragmented state of the lead, the mechanical and the electrical inspection were not feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.